Event description:
While attempting to gain access to the right radial artery for a cardiac catheterization procedure the guide wire which is used for access became stuck and was unable to be removed. The removal of the microwire required a vascular surgeon to perform a cutdown during the procedure and removal of the wire.